Event description:
It was reported that during an unspecified procedure, the scissors broke. There was no pt injury reported. No additional info was provided. Additional info reports that the outer sheath was buckled, preventing the physician from using in trocar. The intended procedure was completed using another similar device.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the tip of the probe was broken and outer sheath was loose and buckled. Additionally, there was evidence that the teflon jaw was burned and detached. The device was sent to the original equipment MFR (OEM) for further evaluation. The OEM confirmed the reported event. It is believed that the buckling phenomenon could have occurred when excessive force was used when the insertion section was inserted and withdrawn from the trocar. Using the device with buckled section could compromise the functionality of the device.